Manufacturer narrative:
Company rep assisted the customer with troubleshooting the system, but the customer could not verify if the pt was truly paced or not. Customer did not report of further issues.

Event description:
Customer reported that the panorama central station did not display pacer spikes for a pt which may have affected pt monitoring. No pt injury reported.